Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure implant from left fallopian tube perforated through posterior uterine wall embedded in omentum attaching to the posterior uterine wall'), pelvic inflammatory disease ('pelvic inflammatory disease') and embedded device ('embedded in omentum') in an adult female patient who had essure (batch no. C35385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's medical history included pinkeye, sinus congestion, sore throat, ear pain, hoarseness, nasal discharge, dysmenorrhea, pelvic pain, menorrhagia, hypertension, dysmenorrhea, diarrhea, abdominal pain, nausea, vomiting, hypokalemia, chest pain, shortness of breath, dizziness, syncope, injury to kidney and troponin increased. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic inflammatory disease, embedded device and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered embedded device, pelvic inflammatory disease, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: discrepancy noted as per pfs insertion details- insertion date-(B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Batch no:c35385 production date:2014-03-11 expiration date:2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure implant from left fallopian tube perforated through posterior uterine wall embedded in omentum attaching to the posterior uterine wall'), pelvic inflammatory disease ('pelvic inflammatory disease') and perforation ('embedded in omentum') in an adult female patient who had essure (batch no. C35385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pinkeye, sinus congestion, sore throat, ear pain, hoarseness, nasal discharge, dysmenorrhea, pelvic pain, menorrhagia, hypertension, dysmenorrhea, diarrhea, abdominal pain, nausea, vomiting, hypokalemia, chest pain, shortness of breath, dizziness, syncope, injury to kidney and troponin increased. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic inflammatory disease and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the (B)(6). The pregnancy outcome was reported as elective abortion. The reporter considered pelvic inflammatory disease, perforation, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: discrepancy noted as per pfs insertion details - insertion date - (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 04-mar-2020: mr received: case become incident. Events added- uterine perforation, pelvic inflammatory disease, perforation, pregnancy with contraceptive device. Reporter added, patient demographic added, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.